Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was discordant with the clinical picture. The sample was repeated on the same analyzer and an alternate analyzer and both results were negative. Treatment was not prescribed or altered as a result of the incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument was checked by a siemens representative and was found to be working within specifications.